Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and non-malignant pain. It was reported that the patient had a second implant put in two months after their first one was placed. They stated that it lays lengthwise on l5 and they think they call it ¿peripheral¿. They reported that it started to ¿slow down,¿ stating that it was taking longer to charge. It was reported that when they had a full charge and it got ¿4th down from the top it took them two hours to charge it back up to full¿. The patient also stated that the ins was implanted between the hips and buttocks area and they had to lay down to charge it. Patient services reviewed that charging depends on their usage and settings. It was reviewed that the healthcare provider (hcp) or rep could look at the charging data and call technical services to do the calculations to determine normal charging frequency for their device. The patient mentioned that they tried turning their ins off to see if they really needed it, and they only had it off for 1.5 days and they could not make it any longer and turned it back on. It was reported that the patient was scheduled for an appointment on (B)(6) with their healthcare provider (hcp). The issue of the ins taking longer to charge began in 2019 (pt would say (B)(6)). No further complications were reported/anticipated.